Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot number available.

Event description:
Screw got loose. Tooth #20.

Event description:
Screw got loose. Tooth #20.

Manufacturer narrative:
This report is being submitted to report corrected information. The investigation conclusion was previously reported incorrectly. It has now been corrected in this medwatch. H3 other text : no item or lot number available.